Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a valve model 11500a29 implanted in aortic position was explanted after nine (9) days of implant due to severe regurgitation. As reported, one (1) day after implantation mild aortic regurgitation was seen on echo. Five (5) days after implantation mild to moderate aortic regurgitation was observed. Seven (7) days after implantation moderate to severe aortic regurgitation was observed. The echo showed bioprosthesis well seated and stable without thickened leaflets. Central gap with mild-moderate aortic regurgitation is noted during diastole. Regurgitation jet spreads eccentrically along the posterior interventricular septum (ivs) into left ventricle (lv). A suture snared around the stent post and this caused severe aortic regurgitation. A 29mm surgical valve and a valsalva graft were implanted in replacement.